Manufacturer narrative:
(B)(4).

Event description:
A customer reported an event of an "oil mist" or haze emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
On (B)(6) 2018, additional information was received indicating the customer has not approved the service and repair/planned maintenance are overdue. The customer was advised to discontinue use of the machine. The affiliate informed the customer that their unit has a status of does not meet specification due to an outstanding repair. The investigation included a review of the device history record (DHR), trending analysis of the mist/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the mist/haze issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the mist/haze issue cannot be confirmed since repair service has been performed. The customer has been advised to discontinue service. If additional information is received at a later time, the complaint will be reopen as reassessed. Asp will continue to track and trend this issue. (B)(4).